Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the device broke during use on a matrix mandible plate. This event occurred in the workshop on (B)(6) 2011. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The review of the production history revealed that this instrument was manufactured in july 2009 according to specifications. No manufacturing related issues were found. The investigation has shown that the upper part of the short cut is broken off as complained. The broken surface of the instrument is homogenous which indicates material conformity as well. Based on these findings the conclusion is that excessive mechanical force was applied, probably due to blunt edges and this finally led to the breakage of the instrument.